Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from field indicated that an non-abbott delivery sheath was used, there was no interaction with cardiac structures during deployment, and there was no angulation or kink in the delivery system was noted. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 32mm amplatzer septal occluder was chosen for implant using a non-abbott delivery sheath. During procedure, the device was deployed but was not opening properly. A bulbous deformation was observed. The device was removed prior to release from the delivery cable. There was no interaction with cardiac structures during deployment, and there was no angulation or kink noticed in the delivery system. A 36mm amplatzer septal occluder was successfully implanted as the replacement device. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.